Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 14. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii. No product was returned to the manufacturer. At the event the patient experienced: bleeding and abscess. No further patient complications were reported.